Event description:
This event was reported as sub-acute bacterial endocarditis, aortic ring. Sub-annular abscess between aorta and right atrium, source of infection unknown. Pt was treated with antibiotic therapy prior to reoperation. No further info was provided.